Event description:
It was reported that a patient with mentor memorygel breast implants experienced bilateral capsular contracture baker grade iii along with impaired healing and scarring on the left side post-operatively, which was confirmed during a physical exam. The patient underwent nipple grafting on the left side and eventually bilateral device removal. This report is for the left breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, impaired healing, scarring. Manufacturer¿s reference number: (B)(4).